Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was ¿broken¿. The lead was reported as being replaced. No patient complications have been reported as a result of this event.